Event description:
I was traveling in my wheelchair with the smartdrive on the sidewalk. Wheelchair hits something on sidewalk and veered to the right and I tried to stop the smartdrive and it did not respond. I tried to stop it again and it did not respond, so I could not hold the chair and I went off the curb into the street. A city bus was passing by and I ran into the side of it. I broke two bones in my left leg and one in my right.